Event description:
It was learned through implant patient registry and medical records that a patient with a 27mm 3000 aortic valve was explanted after an implant duration of 7 years, 11 months due to mild regurgitation, type a aortic root dissection and aortic root pseudoaneurysm. The patient presented with sob and afib. The explanted valve was replaced with a 27mm 11060a aortic valved conduit. Per medical records ,the patient presented with type a dissection of the distal aortic arch and descending aorta and pseudoaneurysm of the aortic root, along with atrial dysrhythmia. The patient underwent redo sternotomy, avr via biobentall procedure, hybrid total arch replacement, and left atrial appendage clip. Intraoperatively, it is noted that the right subclavian to femoral bypass was thrombosed. The aortic valve, aortic root , and ascending aorta were removed and a 27mm konect aortic valved conduit was implanted. Post bypass tee showed well-seated valved conduit with no ai nor pvl. The patient tolerated procedure well with no immediate complications and was discharged on pod#19. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections : b7,d4,g3,g7,h2,h4,h6 (type of investigation) corrected sections: h6(component code, device code, clinical code, investigation findings, investigation conclusion). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The root cause of this event was determined to be most likely due to patient related factors including chronic kidney disease (ckd) and hyperlipidemia (hld). The subject device is not available for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3000 aortic valve was explanted after an implant duration of 7 years, 11 months due to unknown reasons. The explanted valve was replaced with a 27mm 11060a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.